Event description:
During routine upgrade and preventative maintenance service on this defibrillator, the laerdal service technician found the unit did not release the full charge. The unit charged up fully to 200j and delivered, but the energy output reading on the energy meter was less than 100j.